Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: a review of the pump¿s alarm history showed multiple consecutive cs052/cs54/cs012 alarms. The last basal delivery was recorded in the black box on 03/28/2015. The pump completed the ez-prime steps correctly with no cs 012 warnings or other alarms occurring. The pump was opened and no intermittent condition was found to the printed circuit board (pcb) or the cgm module. The cs 012 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).